Event description:
The patient reported since she has opened this box of v-gos every single vgo a total of 18 have not stayed attached to her skin. The patient stated after about an hour of use the vgo will fall off. The patient stated she cleans the area with alcohol and lets it dry completely before applying the vgo.